Event description:
It was reported the pump was removed in 2004 due to a dislodgment. It was stated the patient received a new sling. The pump was used to deliver baclofen and the dose was reported to be ¿outrageous amount¿ the patient¿s ¿body had gotten used to it.¿ additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709, lot # j0056599r, implanted: (B)(6) 2001; product type catheter. (B)(4).